Manufacturer narrative:
The AED and pads were received, but have not been evaluated yet.

Event description:
A patient was found unresponsive, no pulse and agonal breathing, at the dialysis center by a certified clinical hemodialysis technician. Ems was notified and the AED applied while giving chest compressions. When the pads were attached to the patient the AED never moved past the voice prompt to place the second pad on the lower chest. The rescuer ensured the electrodes were connected to the AED and repositioned the pad. The AED was restarted by closing and opening the lid, but it continued to prompt the user to place the lower pad. Ambu bag and chest compressions continued while other staff searched for another set of pads. The ems arrived, attached their AED, took over care, and transported the patient to a local hospital. The patient didn't survive. After the rescue a spare set of pads were found that were manufactured at the same time as the pads used in the rescue. When these pads were connected to the AED, the device was rescue ready and gave normal voice prompts when the lid was opened.

Manufacturer narrative:
Device evaluation: the AED and pads used during the rescue were returned to cardiac science. Multiple shocks were delivered with the AED without any problems. Thirty (30) second self tests were run for 20 minutes without any errors. Testing to verify the AED could detect impedance accurately was performed without any problems. Components that could impact the patient impedance circuit were measured and no failures were found. A rescue simulation using a set of test pads was performed and after the second pad was placed on the defibrillation analyzer the voice prompt correctly advanced from "place second pad on lower chest" to "analyzing heart rhythm". The device functioned properly during the simulated rescue. Examination of the pads used during the rescue found there was no electrical connection on one of the pads because the lead wires had been torn from the electrode. As a result, the AED could not detect that the damaged pad had been placed on the patient during the rescue and repeatedly prompted the user to place the second pad. The condition of the damaged pad indicates that it was incorrectly removed from the release liner prior to being placed on the patient. The customer had been given a replacement device.